Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 350cc mentor memorygel breast implant, lot # 262129, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a becker siltex 50% 500cc prosthesis and experienced left sided rupture post procedure. A pathology report confirmed that the only issue the patient was experience was rupture. As a result, the left prosthesis was replaced with a 650cc mentor memorygel breast implant and the right prosthesis was replaced with a 350cc mentor memorygel breast implant.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed on (B)(6) 2019, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on february 24, 2021 mentor became aware that it erroneously reported an event involving a becker device. Becker devices manufactured in texas were implanted as part of a clinical study. They were reported under clinical investigational device exemption and were not subject to MDR. Therefore, no further reporting will be performed relating to this event.